Event description:
A piece of the needle broke off and the surgeon could not locate it. Contact was able to confirm that the patient has not complained of any pain or discomfort. There are currently no plans for additional surgery to attempt to locate and remove the piece. It is uncertain if x-ray was taken at the time of the event but stated it was not likely.

Manufacturer narrative:
(B) (4): no product is being returned for evaluation.(B) (4)